Event description:
A hematoma was noticed on patient. (B)(4) was notified of this incident on (B)(4) 2012. The doctor in charge requested that the hospital technician contact dornier to have a service check completed on the device. This incident took place in (B)(6). The patient has recovered with no permanent disability or damage from the hematoma.

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer) per exemption number (B)(4).